Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was capped and replaced due to impedances greater than 2500 ohms. The physician also replaced the pacemaker so that the patient could be followed over home monitoring. There were no adverse patient events reported. Should additional information be received, this file will be updated.